Event description:
It was reported that this ra lead exhibited undersensing. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).